Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient may require a revision procedure due to unknown reasons. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient was revised due to pain and loosening approximately 20 years post implantation. The bearing was removed and replaced.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional and corrected information: the reported event is not confirmed. No devices were received; therefore the visual inspection was not conducted. Device history record was not reviewed, as product identification is unknown. A complaint history review was also not conducted, as product identification is unknown. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.